Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04 aug 2020.

Event description:
It was reported to philips that the device will not power on when connected to ac power. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the power supply needed to be replaced to return the device to working condition. The customer was given part information for a replacement power supply. The customer has ordered and received the part to rectify the reported problem. The device passed performance verification testing and was placed back into service.